Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : a 4074-58 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced asystole due to the device measuring the right ventricular threshold incorrectly. The ventricular capture management (vcm) feature measured the threshold at 0.875 volts (v) and adjusted the output to 2 v, which resulted in non-capture. When the threshold was manually measured in the clinic, it was 2.25 v and then 1.75 v so the output was reprogrammed and the device will be monitored closely. The device remains in use. No further patient complications have been reported as a result of this event.